Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: broken drill bits can occur for many reasons some of which are described below: torque overload from drill in combination with a stuck bit. Torque overload from incorrect drill setting. Use of the drill w/o a drill guide, leading to a stuck bit condition. Drill bit material strength not adequate for normal working torque loads. Drill bit damaged prior to use. Incorrect drill bit geometry leading to localized high stresses. No specific pt or surgical environment is described. It is not known if the appropriate surgical procedure was followed when attempting to use this drill, specifically if a drill guide was used. With the info provided no root cause can be determined. This not considered a design related issue. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.

Event description:
It is reported that the drill bit fractured during use.